Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - it was reported that a piece of wire was left in the patient, it was part of a disposable product from enovis that the doctor was using for the case.

Manufacturer narrative:
See d4 lot number, h6, h10 and h11 similar report number 3007420745-2025-00003 involved an arsenal threaded olive wire breaking. In both complaints, the broken piece of olive wire was left in the patient, and the surgery was completed successfully. Although the threaded portions of pn 330-60-005 and pn 340-60-005 are different, the design is similar such that the skus are comparable for complaint investigation purposes. Per 7000.010, complaints which are similar in sku, failure mode, and usage to a complaint that has already been investigated do not need to be investigated. The threading near the tip of the k-wire can act as a stress concentrator and lead to fracture under excessive torque. This may have contributed to device breakage, and this issue may be reduced when using the arsenal smooth olive wire, pn 330-60-006, which the complainant requested. The field will continue to be monitored for broken arsenal threaded olive wire complaints.